Manufacturer narrative:
Evaluation summary: three devices were returned for evaluation. These devices have been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received however, first and second did. Visual inspection of the first disposable hand piece revealed that the waveguide had fractured and the tip had broken off. The broken tip was not returned with the device. For second and third dissectors, visual found no defects. For the first dissector, the reported condition was confirmed. The waveguide was inspected under magnification to identify the point of initial contact that caused the fracture and eventual break. Investigation personnel concluded that the titanium waveguide was in use when it fractured. Further investigation revealed that the dissector tip came in contact with a metal object (hemostats, clips, staples, retractors, etc.) During activation. This contact caused the waveguide to crack and eventually break off. The investigation identified the cause of the reported event to be user error. The device instructions for use (IFU) currently contain a warning against contact between the dissector tip and metal objects (hemostats, clips, staples, retractors, etc.) During activation. This issue is specific to ultrasonic dissectors. The IFU also advices device users to visually inspect all system components for breaks, cracks, nicks, or other damages prior to use. IFU also states: do not use damaged components. Use of damaged components may result in injury to the patient or user. An additional failure with first dissector was found during the investigation; the device was difficult to dissemble. The additional findings did not contribute to the reported condition. The investigation found the waveguide could rotate inside the tube. Dropping the dissector on its tip or forcing the tip against a hard surface causes the waveguide to become unsecured and move backward into the rotation knob housing. This destroys the torque adaptor which secures the waveguide in place. Investigation identified the cause of the reported event to be user damage. For second and third dissector, the reported condition was not confirmed. Functional testing of the returned dissectors was performed with a test lab generator and battery. The assembled devices successfully produced the startup series of tones and the status led (light emitting diode) on the generator illuminated green, confirming proper assembly and device readiness for use. The assembled devices were tested to confirm full functionality by activating the dual mode energy button with the clamping jaws open. The results were acceptable. The devices were also activated with the jaws closed and submerged in a glycerin bath at both power modes with acceptable results. No abnormal noises were noted before or during product activation. The investigation found the devices to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device stopped working. Accordingly, the first device was used shortly before it stopped working (surgeon could not remove generator). The second device worked for a short time and then died. The battery and generator were exchanged but the handle still did not work. They tried another device and it was okay when assembled but it never worked. There is no patient injury.